Event description:
It was reported the patient was prescribed antibiotics for a possible infection post-implant. The pocket had opened. The patient underwent explant surgery of their neurostimulator implant. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient was prescribed antibiotics for a possible infection post-implant and the pocket opened. The patient underwent explant surgery of their neurostimulator implant. There were no patient complications reported.